Manufacturer narrative:
After further review, an emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. This report 2249723-2026-0000142 please cancel in your database.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) helium cap does not stay in place. There was no patient harm or injury reported.

Manufacturer narrative:
Correction field: e1(event site name, event site address). Updated field: b4, d9, e1(initial reporter name, phone, email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the helium cap on the trolley was found to be broken and the affected part was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.